Event description:
It was reported that the device and electrode had delivered several inappropriate shocks over the last 3 years 6 months, however, tachycardia therapy was not exhausted during any of the therapy episodes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient was being active. The physician recommended the patient place a magnet over the device while performing the activity. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.